Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr of (B)(4) showed one other similar product complaint(s) from this lot number. (324041).

Event description:
It was reported that following flushing, the pt experienced "irritated airway", coughing, itching to the leg, which progressed to total body hives and swollen lips and eyes. Additional info: the pt was calm during the procedure. The PICC went in easily. It was a very easy non traumatic insertion into a superficial vein. The pt was fine until the flush with 20cc saline. At this time the pt experienced irritated airway and stated to cough and itch his leg. This progressed into full body hives, swollen lips and eyes. The emergency response team was called.